Event description:
It was reported that the pump touchscreen was missing pixels and customer was unable to interact with the pump. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.